Event description:
On thursday, (B)(4) 2015, our biomed engineers were performing scheduled maintenance. This maintenance is performed quarterly. This was the first such quarterly maintenance performed on this new machine. While the side panel was removed, a visual inspection was performed. At this time, some small black areas were identified in a piece of tubing that is capped and appears to be a dead end. Photos of the area in question are available upon request. Tube was removed with water intact and sent and received by the cdc for analysis. Results pending. This is a new machine put in service on (B)(4) 2015. All disinfection and culturing requirements have been followed meticulously since the machine was placed in service.